Event description:
A customer reported experiencing a cartridge alarm issue with their pump. There was no adverse impact to the customer's blood glucose level. The resolution was for customer technical support to replace the pump, and the customer was instructed on how to return the malfunctioning device using a prepaid label and return box. Customer reverted to an alternative method of insulin therapy.